Event description:
It was reported that the insulin pump had a button that came off. The blood glucose reading was 201 mg/dl. The customer's mother stated that she covered one of the buttons with tape and the device still worked. She noted that the damage was from normal wear and tear. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a torn keypad overlay, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.